Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 2000 mcg for a total dose of 799.72521 mcg/day, bupivacaine 20 mg for a total dose of 7.99725 mcg/day, and morphine 20 mg for a total dose of 7.99725 mcg/day via an implantable pump. It was reported on (B)(6) 2021 the nurse was unable to access the pump due to a large seroma over the pump site. On (B)(6) 2021 the pump was filled under fluoroscopy as it was not easily palpable and approximately 30mls of bloody fluid was removed. On (B)(6) 2021 the patient had a catheter dye study (cds), which was normal. Another 30mls of fluid was removed. The fluid was sent for cultures on (B)(6) 2021. No action was taken. The outcome of the event was noted as ongoing. The clinical diagnosis was seroma over pump site. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The incisional site/device tract was pump pocket. The event date was (B)(6) 2021. Additional information received from an hcp via a clinical study indicated that no growth was seen in the fluid sent for cultures. Additional information received from a healthcare provider via a clinical study reported that on 2021-feb-25, the patient returned for a pump refill via fluoroscope. The pump was not easily palpated. Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2021 the patient's pump refill was not done under fluoroscopy. It was noted the next refill will be through home infusion. The outcome of the event resolved without sequelae on (B)(6) 2021. Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2021 examination revealed they were unable to fill pump at home. On (B)(6) 2021 it was noted the patient came into clinic for use of fluoroscope. It was noted the patient was enrolled in home infusion program; however, they came to clinical because it was still difficult and unsafe to fill in their home. It was noted it was attempted yesterday ((B)(6) 2021) at their home, and there were 3 needle sticks and they were still unsuccessful at filling the pump. It was noted the patient had their pump replaced on (B)(6) 2020 and have noted difficulty filling since. The pump was filled successfully via fluoroscopy. A pump pocket and possible catheter revision was recommended. The hcp offered injections for low back pain, but the patient declined and indicated they have no interest in anymore injections. The pump was refilled with no changes to pump dosing on (B)(6) 2021. The patient was prescribed percocet. Factors that may have led or contributed to the issue included the patient indicated they recently lost 100 pounds. The pump was repositioned where they did a revision of the pocket site on (B)(6) 2021. Since the pump was difficult to access due to tissue and anatomy, the hcp made a more superficial pocket for the pump to sit in for better access for refills. The outcome of the event was updated to resolved without sequelae on (B)(6) 2021. The patient's status at time of report was alive-no injury. Medications included albuterol sulfate hfa 90 mcg/actuation aerosol inhaler, clindamycin hcl 30 mg capsule, duloxetine 60 mg capsule (delayed release), elavil 25mg tablet, hibiclens 4% topical liquid, lyrica 150 mg capsule, multivitamin, mupirocin 2% topical ointment, omeprazole 10 mg capsule, oxycodone-acetaminophen 5mg-325 mg tablet, senna laxative 8.6 mg tablet, and extra strength tylenol 500 mg tablet. Allergies included baclofen (swelling and vomiting), cephalexin (hives), monohydrate, docusate sodium (vomiting), gabapentin (twitching), ibuprofen (hives), naproxen (rash), penicillin (hives), strawberry, sulfa (rash), tramadol (seizures) vancomycin (swelling and shortness of breath), and vanilla extract flavor. The diagnosis description indicated post laminectomy syndrome not elsewhere classified, intervertebral disc disorder with radiculopathy (lumbar region), and encounter for adjustment and management of infusion pump. The pump elective replacement indicator was 76 months so pump replacement was not recommended. No further complications were reported/anticipated.